Event description:
A microwave hot pack was applied to pt's right elbow. Redness was noted, but no burn. Three days later, pt returned to clinic for next visit, with healing area where hot pack had been placed. The area looked like a blister from a burn which had popped and was now healing.